Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and internal battery was replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests, cleaning then confirmed the unit operated properly and software version was checked.